Event description:
During an endoscopy surgery a microdebrider was being used in the sinus. The patient experienced 3 episodes of asystole, each about 3 seconds in duration. The procedure was aborted and the patient was admitted for testing.what was the original intended procedure?endoscopic sinus surgery, septoplasty, submucous resection.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.